Event description:
It was reported by the operating room circulating nurse that they were experiencing unspecified programming system issues. The nurse requested a manufacturer rep to travel to the site to perform troubleshooting. The rep has scheduled a time to travel to the site, and will obtain more specific info regarding the issues with the programming system at that time.